Event description:
This is report 1 of 2. It was reported that a patient experienced coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4): the patient experienced peritonitis in the end of 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13h12086 with no issues detected during manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).